Manufacturer narrative:
Due to the nature of this issue, should these products get returned, analysis would not be required.

Event description:
Boston scientific crm received information that this pacing system was taken out of service due to an infected pocket. The device was explanted and both leads were cut near the pocket and abandoned in the patient. No adverse patient effects were reported. No replacement procedure is scheduled at this time.